Event description:
The caller reported intermittent occlusion alarms occurred, which resulted in the customer¿s blood glucose level rising to 426 mg/dl. In response, the customer administered a correction injection via mdi, changed the infusion set and cartridge, and resumed insulin delivery. Reportedly, the customer was using cold insulin. Clinical support informed the customer that cold insulin is off-label per the user guide.